Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2011; 694758 implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for deceased impedance that now measured with low impedance values. The lead remains in use. No patient complications have been reported as a result of this event.